Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the pulse generator went in back-up during a firmware upgrade. A device download was performed successfully.

Manufacturer narrative:
Correction: (B)(4)- operating system version or upgrade problem, should have been reported.